Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling

Event description:
Patient reported ¿lump appeared on the right breast¿, ¿rupture and extravasation in two places", "possible fibrosis reaction¿, and ¿ concerned related to symmetry, removal of fibrosis and seroma for the right side the breast become disproportional between both sides¿ the device remains implanted.

Manufacturer narrative:
Continued form h.6 : f15 -recognized device or procedural complication. Additional, changed, and/or corrected data. The events of lymphadenopathy and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The device has been explanted and replaced. Patient representative reported "the nodule was growing, as well as feeling severe pain, burning and discomfort, in addition to the imminent risk of inflammation and reaching other organs", "ultrasound performed, there was a strong indication of rupture", "patient experienced restlessness, anguish, anxiety, suffering, fear and insecurity", "loss of continuity of the capsule was observed in the upper medial edge of the right breast implant, with signs of extravasation of hardened palpable content", "hypoechoic/anechoic nodular image was observed, measuring 10.8 x 9.4 mm, which could be translated as a reactive lymph node of the internal mammary chain", "a peri-prosthesis collection can be observed containing some echogenic suspension particles, also with loss of continuity of the regional capsular prosthesis, measuring approximately 22 x 13.6 x 17.3 mm. A somewhat ectatic internal mammary chain lymph node and intercostal lymph nodes were observed".

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Later patient reported that "there is no device rupture and it has a mass in my right breast, outside liquid (seroma) that the physician will request an analysis of my case. The mass is palpable and well hardened."

Event description:
Healthcare professional reported "rupture in two segments on the right side, device rupture (us)" and with ultrasound reports showing ¿signs of capsular rupture of the device in two segments in the qsm and the qim, forming an echogenic mass in the qsm and reactional lymph node.¿